Event description:
It was reported through a protegen sling marketing survey that following a vesica protegen sling placement, the pt experienced uretheral erosion and the physician had to remove the protegen sling. No further info is available. No product was returned for eval.